Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within its specifications. The observed result discrepancy is consistent with the assay's limit of detection (lod), where reactive and non-reactive results may occur for samples with viral loads near the lod. A review of the data showed a reactive sample with a CT value of 37.7, indicative of a low viral load at the assay's detection threshold. Additionally, the discrepancy may have been influenced by a poisson effect, where insufficient viral particles were present in the tested aliquot. No systemic product issue was identified, and no harm or delay in treatment was reported. The blood donation associated with the sample was discarded.

Event description:
The initial reporter alleged a result discrepancy when using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. A serum sample was initially tested for hepatitis b virus (hbv) using the cobas mpx assay and generated a non-reactive result. Serology testing for the same sample was reactive. The sample was subsequently repeated with the cobas mpx assay using a plasma sample and generated a reactive result for hbv. Further testing with the abbott alinity system for hbv viral load yielded a result of 10 iu/ml, which is at the lower limit of the assay's linearity range (10-1,000,000,000 iu/ml). The blood donation associated with the sample was discarded.